Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Visual inspection did not reveal any abnormalities. Review of device memory revealed no suspicious fault codes or resets while implanted. At some point after the initial memory dump, the device was observed to have no telemetry. The device case was removed and the battery was connected to an external power source. A high current drain was detected, but the battery still supported bradycardia pacing functionality. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen. This resulted in the observed premature battery depletion.